Event description:
It was reported that the package seal was compromised. A model-6f runway vl3 catheter-guide was selected for use. During preparation, it was noted that both the shelf carton and the inner pouch tray were damaged during shipping, resulting in a compromised package seal. Additionally, the catheter itself was found to be kinked. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter title: inventory manager.